Manufacturer narrative:
Siemens filed the initial MDR 2247117-2023-00011 on 04-dec-2023. Additional information (01-feb-2024): the siemens customer service engineer (cse) replaced the water pump assembly and verified the pump performance, after which quality controls (qc) recovered acceptably. The customer is fully operational after replacement of the water pump. The investigation conclusions code in section h6 was updated based on the additional information. The system is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered in range at the time of the event. No error conditions were observed. During troubleshooting, the customer realized that there was no water being dispensed from the water probe. A siemens customer service engineer was dispatched to the customer's site. The issue was resolved with the service visit. The system is performing according to specifications. No further evaluation of this device is required.

Event description:
Erroneous, falsely elevated free prostate specific antigen (fpsa) and total prostate specific antigen (psa) results were obtained on multiple patient samples on an immulite 2000 xpi system. The falsely elevated results were not reported to the physician(s). The customer repeated the samples that had recovered falsely elevated and reported the repeat results, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneous results.